Manufacturer narrative:
The insulin pump was received with high stop idle current due to a short at the lcd driver board. The device was also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, cracked lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call, she had noticed cosmetic damage on the insulin pump and she believes it's affecting the battery as she has to replace it four times a week for the last couple of weeks. Customer stated initially she was changing the batter every week now its every other day and customer doesn't want the pump to just shut down. Customer's blood glucose at the time of the damage was unknown. Customer was advised to discontinue use of the device, revert to back up plan, and the device needs to be returned for the cosmetic damage.